Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. Moreover, the ventilator was contaminated with liquid/water. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The complaint could be duplicated. Signs of liquid were found on pneumatic back-plane printed circuit boards (pcb) . The provided pictures confirmed the signs of liquid on the pneumatic back-plane pcb. Moreover, the pressure transducer pcb was found defective as well. The cbs were replaced . After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. No device logs were received. The sources of the liquid/water was unknown. No part was returned for investigation, therefore the root cause for the damaged pcb could not be determined.